Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the arrow back or exit button not working. Customer said display was also being frozen when navigating 30 min ago. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was no response from any button and all buttons were not working. The customer stated that pressing menu button takes them to the menu screen and using the up arrow allows them to navigate screens. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that block mode was inactive. The customer was advised to remove battery from pump and replace with a recommended new or fully charged battery but buttons were remain unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. Device was monitored and no frozen display anomaly noted. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.